Manufacturer narrative:
Initial 4 of 4. Name: tandem, street: 11045 roselle street, line 2: suite 200, city: san diego, state: ca, zip code: 92121, based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event on (B)(6) 2026, infusion set fell off after few hours. The issue occurred with four infusion sets.